Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) died. The medical examiner reports that according to the patient's mother, the patient was lost to follow-up and that the device was supposed to be replaced about four years earlier. It was reported that the patient had cardiac disease. Reportedly the patient was supposed to meet a family member for lunch, but did not show up and was found deceased. The device will be sent back for analysis. Boston scientific technical services (ts) discussed with the medical examiner that likely the device would be in storage mode, and how to test it with a magnet was explained.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt in our post market quality assurance laboratory, visual inspection confirmed a loose header and a hole in both the rv- and rv+ seal plugs, and also, the case was bulging in the area of the cell. Tool marks were noted on the case and header. The device had no telemetry. The case was removed and the battery voltage measured at 0.275v. The cell was isolated from the circuit and an external power source was set to 3.2v and connected to the circuit. Normal measurements were then obtained related to power usage. The device passed manual pacing, sensing and defibrillation testing. It was determined that the device depleted normally. Evidence indicates that the loose header was caused by external stress during the explant procedure. Manufacturing enhancements have been implemented to make the header bond more robust.